Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occured during the prime/fill cannula function, while performing the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed cs 064 call service alarms with high force occurring due to occlusion during prime. The prime sequence and 24 hour duration test were successfully completed with no duplicated call service alarms.